Event description:
It was reported that the patient has never been satisfied with the results of the artificial urinary sphincter (aus) due to recurring incontinence. An interop cystoscopy prior to surgery revealed that the patient had 90 percent coaptation. The aus pump and cuff were removed, but balloon was difficult to retrieve so it was left implanted in the right inguinal space. After the replacement of the new aus, the interop cystoscopy showed 100 percent urethral coaptation. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.